Manufacturer narrative:
A partial device was returned to the cis for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual and tactile examination of the stent delivery system noted the stent was not returned. A 23cm portion of the polymer extrusion was returned with the balloon and tip. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified ostial vessel. A 3.00 x 16mm synergy xd drug eluting stent was implanted for treatment. However, during removal of the device, the rod separated from the balloon portion in the guide catheter. The stent delivery system (sds) broke at 121 cm from the hub. The device was removed as a whole and the procedure was completed. There were no patient complications nor injuries reported, and the patient condition was fine post-procedure.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified ostial vessel. A 3.00 x 16mm synergy xd drug eluting stent was implanted for treatment. However, during removal of the device, the rod separated from the balloon portion in the guide catheter. The stent delivery system (sds) broke at 121 cm from the hub. The device was removed as a whole and the procedure was completed. There were no patient complications nor injuries reported, and the patient condition was fine post-procedure.